Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: (B)(4) lot#: 0001536091, 0001537529 it was reported by the customer reported I am writing regarding spinal trays having medication not working during procedures. Patient is feeling pain. Verbatim: rcc received a complaint via email. Email(s) attached. I am writing regarding spinal trays having medication not working during procedures. Patient is feeling pain. Item# 405671 (bf405671) lot# 0001536091 lot# 0001537529.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation and additional information: following the submission of the initial MDR, additional information was obtained: section b: updated with the additional information received. Section b: adverse event type changed to reflect the serious injury as well. Section h: type of reportable event changed to serious injury. Annex f code updated. Device evaluation: no samples or photos received for investigation. A device history review was performed for lot 0001536091, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The sterilization release record was reviewed for the finished good trays, the requirements for it's release were met. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. We have notified the supplier of this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information: follow-up: customer response on (B)(6) 2024: 1) please provide date of event? I do not have an event date to provide 2) any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? I do not have photos to supply. I did just send it 4 samples to bd which will go out today. 3) did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? Yes, this happened during patient use. Dr used one tray, then a second but the patient felt pain. Patient then had to be put under anesthesia. Customer response on (B)(6) 2024: 1) were you able to complete the procedures using a different vial of medication? Tried two trays and both medications did not work - patient then underwent anesthesia. 2) if not, did you need to revert to general anesthesia? Yes - see above. 3) were the procedures completed? Yes. 4) please provide date of event? Unavailable. 5) any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? A label was sent to us yesterday and will ship today. Sending 4 samples to you. 6) did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? There was no death or injury. Case was completed using anesthesia.